Event description:
Upon removal of the swan ganz catheter and sheath, the physician noted that approx. Two inches of the sheath had broken off in the pt's left subclavin site. A surgeon was notified and removed the remaining sheath at the bedside.